Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable) programmable read only memory was uploaded and indicated (B)(4) autoclave cycles for the adapter. The eeprom was uploaded and indicated (B)(4) autoclave cycles for the handle. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All (B)(4) white status lights illuminated indicating more than (B)(4) surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All (B)(4) white status lights illuminated indicating more than (B)(4) surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the device wasn't able to fire the reload. Another reload and a manual handle were used to complete the case with no further complications. There was no injury or adverse event reported.